Event description:
Procedure type: gastrectomy. According to the reporter: when firing across the duodenum, the knife blade advanced properly but the staples did not form on the tissue. Another device was used to close the incomplete staple line. There was a ten min delay in or time.

Manufacturer narrative:
.